Event description:
During an abdominal aortic aneurysm replacement, after declamping the graft, an unk amount of blood leaked from the bifurcation for 5 to 10 minutes. The dr repaired the lead with a patch. The graft was left in. The pt is doing well.